Event description:
It was reported that a minimum fill notification occurred with multiple cartridges during the load sequence. Reportedly, the customer contacted a healthcare provider to obtain alternate insulin therapy. Customer¿s blood glucose level was 280 mg/dl.